Manufacturer narrative:
The p-cap does not lock properly into the reservoir compartment due to missing retainer ring and o-ring, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: detached retainer, missing o-ring (reservoir tube), pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked case, battery tube threads - cracked, scratched case and there is excessive adhesive on the belt clip rails. Cosmetic damage was confirmed at retainer ring (missing) during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring. The customer stated that the reservoir was not able to lock into place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.